Manufacturer narrative:
The tech ran the head of the bed up and down multiple times with no issues. The bed functioned as designed, no repair was completed.

Event description:
The account alleged the head of the bed will not raise. No patient impact.